Event description:
It was reported that the user experienced a hyperglycemia incident while using the ilet, with a blood glucose of 300 mg/dl, and the issue resolved after the caregiver changed the infusion set. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included self-resolution of hyperglycemia after infusion set replacement, with no alarms noted and no medical evaluation or hospitalization reported. Troubleshooting and education were completed with the caregiver. Investigation included review of the reported event details and user troubleshooting steps. Investigation of this case revealed an unclear cause of hyperglycemia, with a probable contribution from infusion set or infusion site issues given resolution after set change and no device alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.